Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Due to the medical history of the patient, transesophageal echocardiogram (tee) could not be utilized. Procedural imaging was completed with intracardiac echocardiography (ice) and fluoroscopy. After seven full recaptures release criteria was met and the procedure successfully completed. Two hours post procedure while the patient was in recovery, a transthoracic echocardiogram (tte) revealed the closure device had embolized to the apex of the left ventricle. The closure device was snared and removed from the patient percutaneously. A second closure device was successfully implanted. The patient was stable following the procedure and was discharged home on (B)(6) 2022.

Manufacturer narrative:
Media analysis: limited echocardiographic imaging was received and analyzed by a boston scientific clinical advisor and a medical director. In the limited imaging provided the closure device had a low deployed device compression and was in a proximal position. Due to the limited imaging, assessment of closure device release criteria was not possible. Analysis of the echocardiographic imaging confirmed the reported event of device embolization.

Event description:
It was reported that a device moment occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Due to the medical history of the patient, transesophageal echocardiogram (tee) could not be utilized. Procedural imaging was completed with intracardiac echocardiography (ice) and fluoroscopy. After seven full recaptures release criteria was met and the procedure successfully completed. Two hours post procedure while the patient was in recovery, a transthoracic echocardiogram (tte) revealed the closure device had embolized to the apex of the left ventricle. The closure device was snared and removed from the patient percutaneously. A second closure device was successfully implanted. The patient was stable following the procedure and was discharged home on (B)(6) 2022.